Event description:
It was reported that the user experienced urgent low glucose alerts while using the ilet with two fl3+ sensors active, which displayed glucose values of 69 mg/dl and 62 mg/dl; the user ingested soda and later confirmed a capillary blood glucose of 107 mg/dl and was coached to dismiss alerts and consider sensor replacement. Symptoms included hypoglycemia with associated distress and sleep disruption. Outcomes included restoration of glucose to a normal range without medical intervention or hospitalization. Investigation included technical support troubleshooting and user education regarding alert acknowledgment and sensor management. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was confirmed. It was concluded that the event was consistent with hypoglycemia of unclear cause and that user education resolved the immediate issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.